Manufacturer narrative:
B3/d10: the events occurred from (B)(6). E1: (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked; further described as "had continuous fluids leakage when patient was changing the fluids." This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing including leak, clear passage, and clamp function testing were performed with no issues noted. Integrity testing was performed between patient adapter and an in-lab titanium adapter; there was no connection issue or leak observed. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.